Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys estradiol iii assay results for one patient from an unknown roche analyzer. The initial result two hours after the blood collection was 432 pg/ml. The result from the same sample tested the next day was 4846 pg/ml. The patient was redrawn the next day for verification. The initial result was 388 pg/ml and the repeat result after a couple of hours was 9120 pg/ml. Information concerning if any erroneous result was reported outside the laboratory was requested but it was unknown. The patient was not adversely affected. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The customer declined further follow up on the case because after an internal investigation they suspected that there could have been a preanalytic error. Preanalytical issues are a frequent cause of this type of event. Other possible causes include issues with sample quality or insufficient maintenance.